Event description:
The hcp reported the pt was experiencing a recent increase in band like/radicular pain at the l4/l5 level. A myelogram was done that demonstrated a defect/mass at the l4/l5 level. The catheter was explanted. The pt outcome post surgery was not reported by the hcp.